Manufacturer narrative:
The investigation could not determine a specific root cause. The provided data was evaluated and a general hardware issue and reagent issues could be excluded.

Event description:
The customer received questionable results for vancomycin (vanc) on one patient sample. The initial sample was collected on (B)(6) 2013 at 04:53. The sample was processed through the modular pre-analytics (mpa). The initial result was 2.9 ug/ml, which was reported outside of the laboratory as 2.90. The result was questioned by the pharmacy, and the sample was repeated. The repeat sample was from an aliquot tube created by the mpa, and result was 18.7 ug/ml, which was reported outside of the laboratory as 18.70. The customer deemed the repeat result to be correct. There was no adverse event. The lot of vanc reagent in use was 68052801, with an expiration date of 12/31/2013. The field service representative could not duplicate the issue. He inspected the entire system and adjusted the gear pump pressure and check and realigned probes. He performed a mechanism check. The customer performed qc, all results were within ranges. On further follow up, the customer has indicated they've had no further issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.